Event description:
A pt underwent a reportedly elective procedure to an in-stent restenosis lesion of a nir stent in a non-tortuous proximal rca. The 30mm, type c lesion was concentric and ostial with no calcification or clot. The site was predilated with a 4.0x 20mm vento balloon at 10atm for 5 seconds. Two 3.5 x 18mm cyphers were implanted to overlap at 20atm for 20 seconds each. Eleven months later, anti-platelet therapy was stopped for one month because the pt was to have their tooth pulled. Four weeks after the dental procedure, 50% stenosis was found in the more distally implanted cypher. Two and a half week later, ticlid was stopped because it had been administered for one year. The pt was put on 100mg/day of aspirin and warfarin potassium. Three weeks later, the pt developed thrombus in both of the implanted cyphers, which was treated with poba and the implantation of a 3.5 x 23mm cypher stent.